Event description:
Patient with poor hemodynamic status experienced a cardiac arrest. At the time that the r.n. Observed decrease in bp and hr, respiratory therapist noted a visual alarm and a partial disconnect of the ventilator and the tubing between the filter on the inspiratory side of the ventilator and the tubing going to the patient. Staff response was immediate and the patient resuscitated, but the patient suffered oxygen deprivation during the event and died 20 days later. Other device used at the time of the event was a hewlett-packard merlin physiological monitordevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: telemetry failure, other, other. Conclusion: device discarded - unable to follow-up, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.